Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. Provocative testing was performed and the noise was able to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.